Manufacturer narrative:
Concomitant medical products: bxa117902a; UDI: (B)(4) reported separately.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient with a previously implanted medtronics device was undergoing treatment of a thoraco-abdominal aortic dissection with additional non-gore aortic components. (Tapered valiant and endologics devices). The sma and celiac arteries were treated in snorkel technique with gore® viabahn® vbx balloon expandable endoprostheses. Following placement of the taperd valiant device, the vbx devices were advanced over .035" boston scientific/amplatz superstiff wires through an 8fr. Terumo destination sheath, from right brachial access, to the sma and celiac arteries. Then the endologics device was advanced and deployed. Next the vbx devices were balloon expanded. After this, it was noticed both balloon catheters broke, in the same region, approximately 5cm from the hub of the catheter. The catheter segment from the sma treatment site was able to be removed with the sheath over the wire, however the catheter segment from the celiac treatment site became stuck on the wire so the sheath, wire and catheter segment were all removed. Sheath access was re-gained and the procedure ensued. There was no injury to the patient.

Manufacturer narrative:
Results code 2: 213: the engineering analysis stated the following: the device was identified as an 11 x 59 x 1350 (mm) configuration, which matches the event description. Device was received deployed and with the catheter shaft and hub separate from each other. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed.